Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, the lead had inadequate sensing and threshold levels. The lead was explanted. No patient complications have been reported as a result of this event.